Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. User¿s manual review (1078987 rev. L, page 7) warning. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner¿s manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur.

Event description:
The caller states that the cna's were using the device and dropped a patient. The caller states that the device didn't fail, but also would not say if the cna's made a mistake. The caller states that when the patient fell, they were injured. The caller states that their were fractures to the lower extremities but would not provide additional information. The caller states that medical attention outside of the facility was sought but refused to provide additional information. The caller would only demand that a tbm comes out to provide in-service training to the staff to ensure that they are using the proper pads going forward. The caller refused to provide the serial number or the make of the actual machine that the end user fell out of. The caller has no further information to provide.